Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 300 mg/dl. Caller stated that the customer's blood glucose was going down but it was as high as 571 mg/dl. Customer was hospitalized possibly due to a kink in the insulin pump. Caller stated that he does not know. Caller stated that the customer woke up feeling weak and was throwing up since he could not hold down fluids. Customer had high blood glucose and ketones. Customer was given fluids and treated at the hospital. Customer was discharged at the end of the day. Customer was wearing the pump at the time of the hospitalization. Caller stated that he thinks it might be a kink in the pump but he declined troubleshooting the pump. Caller stated that the were adjusting the dosage and it is running fine now.